Manufacturer narrative:
Four (4) samples were received for evaluation; the returned samples were received unopen with its original package. Visual inspection: the complaint returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. Sample 2 and 3 were received without lower tube, complaint is confirmed. No other analysis performed. Root cause is wrong material handling by not following the assembly method. A device history record (DHR) review showed the reported lot was manufactured with 1,000 units and the lot met the requirements to release the lot with no deviations identified during manufacturing. Action taken, awareness notification was made to production personnel to explain the importance of adhering and following the procedures by the quality engineer.

Event description:
It was reported that during trauma event the emergency department had to open four (4) boxes of the device tubing to find a set that was complete. Three (3) of those boxes had tubing that was missing the bottom part of the set. Have a total of eight (8) boxes (8 sets) in the emergency room of the same lot number. One (1) box that had a complete set was able to be used on the patient and have not opened the remaining four (4) boxes. At this time no patient information is available and since the product fault did not cause a death it is not known if the information can be provided.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.